Event description:
It was reported that the user experienced recurrent early-morning hypoglycemia while using the ilet and sought to return the device; the user declined a factory reset and an appointment was scheduled for additional troubleshooting and education. Symptoms included no reported hypoglycemic symptoms despite a documented low blood glucose of 63 mg/dl. Outcomes included successful self-treatment with oral glucose and no need for outside assistance or medical intervention. Investigation included customer care assessment and arrangement of an advanced troubleshooting session. Investigation of this case revealed that the cause of the nocturnal lows remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.